Manufacturer narrative:
Initial reporter name address and phone: (B)(6). PMA/510(k) #: exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the wire guide of a fuhrman pleural/pneumopericardial drainage set unraveled. A one day old premature infant (34 weeks gestation) patient was on continuous positive airway pressure (CPAP) respiratory support and developed a significant pneumothorax, requiring insertion of a pleural drain to relieve the pneumothorax. During the procedure when withdrawing the inner wire guide, the coil around the wire guide unraveled and the end of the wire guide became very difficult to withdraw. The pediatrician was able to withdraw the wire guide and the patient was transferred to a higher level care unit in melbourne by pediatric infant perinatal emergency retrieval (piper) transport team as routine care from the special care nursery following insertion of the chest drain. The patient was stabilized prior to transport. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: a representative of st john of god geelong (australia) contacted cook on 28feb2023 concerning a fuhrman pleural/pneumopericardial drainage set (rpn: c-ppd-1020-wce-imh; lot#: 14817934). On 24feb2023, a one-day old premature infant required an insertion of a pleural drain to relieve a pneumothorax. The customer stated that when they went to withdraw the wire guide out of the catheter, the wire guide unraveled. The customer was able to withdraw the wire guide out of the patient, but with some difficulty. No part of the device remained in the patient. The patient did not require any additional procedures due to this event. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook reviewed the device history record (DHR). The DHR for lot 14817934 records no nonconformances. The DHR for related subassembly lots recorded relevant non-conformances. These non-conformances were scrapped and 100% inspected per quality control. A database search for complaints on the reported lot found no additional complaints reported from the field. Based on reviews of the dmr and DHR, cook was unable to find evidence the product was manufactured out of specification. There is no evidence of non-conforming material in house or in the field. Cook also reviewed product labeling. This product is supplied with an instructions for use (IFU) pamphlet, c_t_ppd_rev6 which contains the following in relation to the reported failure mode: in the instructions for use section, it states: 8.) Introduce the catheter over the wire guide. Note: the wire guide should always extend beyond the catheter tip. 9.) Advance the catheter into position. Remove the wire guide and attach the multipurpose adapter to the catheter. In the how supplied section it states: upon removal from package, inspect to ensure no damage has occurred. Based on the information provided, no returned device, and the results of the investigation, it was determined the cause of this event is related to a component failure without manufacturing or design deficiencies. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.